Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that customer experienced a low blood glucose (bg) level of 39-50 mg/dl and required intervention. Cause of bg was unknown. Customer consumed carbohydrates, and received an IV and glucagon shot to address the issue.